Event description:
It was reported that during tka point probe was used to locate pinpoint centre of distal cut lug holes. When 4-in-1 cut block was verified, all planes were greater than 1mm/deg but anterior chamber cut was translated 5mm anteriorly of verification plane. Checkpoint verification showed no movement and posterior referencing was used. Surgery was completed as manual procedure.

Manufacturer narrative:
H10 h3, h6: the device was used in treatment and case log files and screenshots were not returned to the designated complaint unit for evaluation, thus visual inspection could not be performed. The software version was not recorded, but DHR review shows that all navio software versions released to the field have been validated. A complaint history review found similar reports, this issue will continue to be monitored. This failure is an identified failure mode within the risk file. The navio surgical system: surgical technique for unicondylar knee replacement and patellofemoral arthroplasty was reviewed. This document has information regarding checkpoint verification techniques and tracker placement. A relationship, if any, between the subject device and the reported event could not be determined. No containment or corrective actions are recommended at this time. Factors that could have contributed to the reported issue is if the trackers moved and the checkpoints used were on the tracker instead of the bone or if the cut block was not fully inserted because the lug holes were not fully burred out. If the case log files and screenshots associated with this event is returned at a future date, this evaluation will be reopened for investigation.